Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was interference in the image due to a defective cable. Also, evaluation found there was no name plate. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the autoclavable camera head displayed horizontal stripes occasionally due to a loose connection. The issue occurred during maintenance. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, as the serial number is unknown, the manufacturer date is unavailable. Based on the results of the investigation, it is likely that the interference stripes occurred in the image due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be presumed. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.